Manufacturer narrative:
A2: age at time of event: patient was 50 years old at the time of enrollment.

Event description:
Ranger ii sfa study. It was reported that stent occlusion occurred. The subject was enrolled into ranger ii sfa (superficial femoral artery) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the right sfa had 85% stenosis, reference vessel diameter of 5 mm, a length of 160 mm, and tasc ii lesion classification remains unknown. Target lesion was treated with pre-dilatation using 4mm x 150mm balloon. Post pre-dilatation, two study balloons 5mm x 80mm and 5mm x 100mm were used to treat the target lesion with 10% residual stenosis. Post dilation was not performed. Of note, post treatment with study balloons, grade b dissection was noted, however no action was taken to treat the dissection. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, 100% stenosis in the target lesion (right sfa) with 5mm reference vessel diameter and 140mm lesion length was treated with balloon angioplasty using 4 x 220 coyote balloon in the occluded segment. Following this, a 6mm x 120mm eluvia self-expanding drug eluting stent was deployed in a standard fashion, then a second eluvia stent 6mm x 120mm was placed to treat the remainder vessel. On (B)(6) 2021 the subject underwent ultrasound arterial duplex of the lower limb which revealed occluded right sfa eluvia stents from proximal to distal segments. Ankle branchial index revealed 0.54 at the right posterior tibial and 0.53 at the right dorsalis pedis. On (B)(6) 2021 the subject was treated with 2.4/3.4 jetstream rotational atherectomy at the diameter down the length of the occluded stent and approximately 1cm distal to the stent occlusion. Later, 6mm x 60mm ranger drug coated (dcb) balloon was inflated in the distal sfa stent and approximately 2cm into the native distal sfa following which, another 6mm x 60mm ranger dcb angioplasty was performed at the proximal sfa to its ostium. Post treatment, repeat angiography revealed excellent result with 0% residual stenosis.

Manufacturer narrative:
Age at time of event: patient was (B)(6) at the time of enrollment.

Event description:
(B)(6) study. It was reported that stent occlusion occurred. The subject was enrolled into (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the right sfa had 85% stenosis, reference vessel diameter of 5 mm, a length of 160 mm, and tasc ii lesion classification remains unknown. Target lesion was treated with pre-dilatation using 4mm x 150mm balloon. Post pre-dilatation, two study balloons 5mm x 80mm and 5mm x 100mm were used to treat the target lesion with 10% residual stenosis. Post dilation was not performed. Of note, post treatment with study balloons, grade b dissection was noted, however no action was taken to treat the dissection. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, 100% stenosis in the target lesion (right sfa) with 5mm reference vessel diameter and 140mm lesion length was treated with balloon angioplasty using 4 x 220 coyote balloon in the occluded segment. Following this, a 6mm x 120mm eluvia self-expanding drug eluting stent was deployed in a standard fashion, then a second eluvia stent 6mm x 120mm was placed to treat the remainder vessel. On (B)(6) 2021 the subject underwent ultrasound arterial duplex of the lower limb which revealed occluded right sfa eluvia stents from proximal to distal segments. Ankle branchial index revealed 0.54 at the right posterior tibial and 0.53 at the right dorsalis pedis. On (B)(6) 2021 the subject was treated with 2.4/3.4 jetstream rotational atherectomy at the diameter down the length of the occluded stent and approximately 1cm distal to the stent occlusion. Later, 6mm x 60mm ranger drug coated (dcb) balloon was inflated in the distal sfa stent and approximately 2cm into the native distal sfa following which, another 6mm x 60mm ranger dcb angioplasty was performed at the proximal sfa to its ostium. Post treatment, repeat angiography revealed excellent result with 0% residual stenosis.